Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip and scratched display window noted during visual inspection. Intermittent button response and button error alarm due to flattened dome switch on act button. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 143 mg/dl. Troubleshooting was performed. The device was returned for analysis.